Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing air from the cartridge during the load sequence and loaded cold insulin. Tandem technical support educated the customer that this is off label. Customer¿s blood glucose level was 96 mg/dl. The customer reverted to multiple dose injections for insulin therapy, and a replacement pump was sent.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation. Air removal the tandem pump user guide instructs the user to remove any residual air from the cartridge. Cold insulin the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.